Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was not able to log in to the pyxis station despite being an active user, and login attempts on multiple machines were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to login to the station. A technical support specialist dialed into the application server and reviewed the identity server logs for the affected user, then checked the med application logs and found that the users account was locked. The tss informed the customer that their hospital information technology team (hit) team would need to unlock the account and advised them to contact their hit help desk to request an unlock or reset of the active directory account. The customer later confirmed they were able to log in to both the server and the station and gave approval to close the case ticket. The system functioned as intended after the technical support specialist and hit investigated the device.